Event description:
It was reported that the pain pump which had been placed following a bunionectomy stopped delivering the medication. The pump was removed without incident and the pt continued taking the oral medication that was prescribed at discharge.

Manufacturer narrative:
The device was discarded by the pt after removal. The pump was being used past the stated exp date.